Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of a voluntary medwatch report #(B)(4). H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: will the product be returned for evaluation? No. Did these events occur intra operatively? Yes. Was medical or surgical intervention required? If yes, please describe including dates and results. No. Was the initial procedure successfully completed? Yes. Is this report about knots untying intra-operatively? Please confirm. Yes-unraveling at end knot or breaking. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 24 years old, female, 78kg. Name of index surgical procedure? Cesarean section. The diagnosis and indication for the index surgical procedure? Pregnancy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)?normal. How was the suture placed (interrupted or continuous)? Running locked suture. How was the suture originally tied (multiple knots, square knot, etc.)? Na. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Wound dehiscence 3 days post op. Other relevant patient history/concomitant medications?na. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Na. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2024-01789.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. After skin closure suture is cut, suture is not staying tied. The suture was unraveling at end knot or breaking. There were no adverse patient consequences. Additional information was requested.